Event description:
Customer reported an issue with the panorama telemetry system, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service rep evaluated the telemetry system. Corrections included setting up the correct telemetry device identification at the central station and the problem resolved.